Event description:
It was reported that there was a warning on the right ventricular (rv) lead. Impedance was low, with unipolar higher than bipolar. A polarity switch occurred. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Concomitant product: addr01 implantable pulse generator (ipg) (B)(6) 2010. (B)(4).